Manufacturer narrative:
(B)(4). G2: foreign: new zealand. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when opening a new sterile drill bit for the cup screws, the drill bit broke in half inside the patient. The pieces were retrieved, and a new drill bit was open to complete the procedure. The surgeon was using a specific gold drill guide for g7.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h4, h6. Suggested component code: mechanical (g04) - drill. Visual examination of the provided picture identified the fractured drill tip, bio-debris is present. Device not returned; no further analysis can be made. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.